Event description:
It was reported that one day post implant, the right ventricular lead dislodged. The patient was also to have bleeding from the pocket. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.